Event description:
It was reported that "tracheal intubation was performed on (B)(6), 2023 at 20:00 hours. Hoarseness and possible laryngeal edema developed after removal of the endotracheal tube on (B)(6), 2023 at 09:17 hours. Relief with budesonide nebulization." The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "tracheal intubation was performed on (B)(6) 2023 at 20:00 hours. Hoarseness and possible laryngeal edema developed after removal of the endotracheal tube on (B)(6) 2023 at 09:17 hours. Relief with budesonide nebulization." The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU along with the product states: the use of minimal occluding volume, minimum leak techniques and continuous monitoring of the cuff pressure can help reduce the incidence of many adverse reactions associated with the use of cuffed tracheal tubes. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.